Event description:
It was reported that the user experienced recurrent low glucose episodes, particularly overnight and after meal announcements, and believed the ilet delivered excessive insulin; the user transitioned to backup therapy while awaiting a replacement device and received troubleshooting and education. Investigation of this case revealed the cause of the glycemic excursions was unclear. Symptoms included jittery, nausea, headache and fatigue associated with fluctuating blood glucose. Outcomes included no reported hospitalization or long-term impairment. It was concluded that the event involved hypoglycemia and hyperglycemia with an undetermined cause and that a brand-new ilet device to restart a new training module for the user will be beneficial. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.